Event description:
Reporter alleged blood glucose measured 301, 195, 254, and 72 mg/dl performed back to back within 4 minutes of each other. No actions were taken or treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.